Event description:
Patient experienced hyperglycemia and "got in a coma." Wife delivered insulin injection with a pen to decrease blood glucose. Normal blood glucose is between 5-8 mmol/l. Infusion device was not exposed to electromagnetic fields. No error messages were received on infusion device. Patient did not require treatment at a hospital. Patient was not experiencing health concerns or stress and there were no changes to activity or medicine. Patient's eating patterns were normal. Infusion device was requested for evaluation. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.